Event description:
It was reported that the patient had implanted device and had an infection. The devices and therapy were fine, but the patient developed an infection. The patient¿s devices were explanted yesterday. The patient was seen again today and had recovered and was doing well. The test results for the infection were not back yet. The patient would be reimplanted, but no dates were set yet. The devices would not be sent in for analysis.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).